Event description:
It was reported that the right ventricular (rv) lead most recent 5 vt-ns have egm that collected noise and over sensing in the rv. There were 15 v-sensing episodes since (B)(6) 2010 and 5 of those show over sensing. No vt or vf episodes occurred and no therapies were delivered. There was no patient alert. The rv pacing impedances are steady and in range. The left ventricular lead (lv) had pacing impedances jump from 500ohms to 700ohms sometime between (B)(6) 2010 and (B)(6) 2010 and has remained at 700ohms since. It was also reported that the right ventricular lead had a suspected fracture. The right ventricular lead was capped and replaced. The left ventricular lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Starting on (B)(6)-2010 weekly max and min lv (left ventricular) pace impedance increased from 494 to 741 ohms peak value and the trend data remained stable at the new level from (B)(6)-2010 to (B)(6)-2010. Ventricular short interval count (sic < 140 ms) detected 86 times in 4 days from (B)(6)-2010 to (B)(6)-2010. Counter episode statistics over same 4 day session recorded (B)(4) per hour for single (pvc) premature ventricular contractions. Ventricular nst (non-sustained tachycardia) < 220 ms, seven episodes detected in save to disk (B)(4) in timeframe (B)(6)-2010 to (B)(6)-2010.

Event description:
It was reported that the right ventricular (rv) lead most recent 5 vt-ns have egm that collected noise and over sensing in the rv. There were 15 v-sensing episodes since (B)(6)2010 and 5 of those show over sensing. No vt or vf episodes occurred and no therapies were delivered. There was no patient alert. The rv pacing impedances are steady and in range. The left ventricular lead (lv) had pacing impedances jump from 500ohms to 700ohms sometime between (B)(6)-2010 and (B)(6)-2010 and has remained at 700ohms since. It was also reported that the right ventricular lead had a suspected fracture. The right ventricular lead was capped and replaced. The left ventricular lead is still in use. No patient complications were reported as a result of this event. Further report of rv lead fracture, v-v intervals greater than 500, noise, and inappropriate shock.